Manufacturer narrative:
Section b5, executive summary of the initial medwatch report indicates a customer sent in their device to physio-control for evaluation. During device evaluation, physio-control observed that the device powers off immediately after powering on. Section b5, executive summary of the initial medwatch report should indicate a customer sent in their device to physio-control for evaluation. During device evaluation, physio-control observed that the device does not remain powered on after start up operation. Section h6, device code of the initial medwatch report indicates unexpected shutdown section h6, device code of the initial medwatch report should indicate failure to power up section h10 and/or h11, additional mfg narrative of the initial medwatch report indicates physio-control evaluated the customer's device and observed that the device powers off immediately after powering on. The customer will be provided with a replacement device. Section h10 and/or h11, additional mfg narrative of the initial medwatch report indicates physio-control evaluated the customer's device and observed that the device does not remain powered on after start up operation. The customer will be provided with a replacement device. Physio-control failure analysis center further evaluated the customer's device and verified the reported issue.the device had displayed all three icons (attention, charge-pak and service wrench) and would not power on. The device was powered on using a power supply, and the device data was downloaded and reviewed. It was determined that the users had likely placed an object on top of the device, which repeatedly pressed the on/off button, resulting in excess on-time. This caused the internal hybrid layer capacitor (hlc) batteries to become depleted.

Event description:
A customer sent in their device to physio-control for evaluation. During device evaluation, physio-control observed that the device doesn't remain powered on after start up operation. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and observed that the device powers off immediately after powering on. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer sent in their device to physio-control for evaluation. During device evaluation, physio-control observed that the device powers off immediately after powering on. There was no patient use associated with the reported event.